Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. On the first inflation, the 1.5x15mm apex flex balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt's status is listed as good.

Manufacturer narrative:
(B) (6): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural/factors. (B) (4).